Event description:
An impella cp was inserted via the femoral artery to support the male patient of undocumented age who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on extra-corporeal membrane oxygenation (ECMO) prior to the pump placement, in addition to inotropes, vasopressors, and a vent for respiratory needs. The patient was known to have CPR for a cardiac arrest but no other medical history was shared. The cp was inserted and on day after insertion, had an access site ooze which prompted the team to hold manual pressure and change the groin dressing. Of note the ECMO sites were also oozing. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Two days after insertion the leg showed signs of ischemia. The team placed distal perfusion to restore perfusion to the impella accessed limb. The ischemia could have been contributed to by the stopping of heparin anticoagulation and the known peripheral arterial disease. Also on this 2nd day of support the team infused blood due to a drop in the hemoglobin. The pump remained on for support despite these harms for 4 days and was successfully weaned and explanted. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
A2, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.